Event description:
It was reported that when the devices were used during a lap hernia repair, the staples would not close correctly. Another device was used to complete the case. There were no patient consequences.